Event description:
It was reported that this pump was interrogated and was noted to be in safe state as a reset occurred on (B)(6) 2013. This patient was last refilled on (B)(6) 2013. The pump logs revealed on the (B)(6) that a reset occurred; reset occurred low battery and pump in safe state. It was not known if the patient heard the alarm. There were no symptoms of withdrawal. It was later reported that a dye study was performed, but the results were not provided. The pump and the catheter were explanted on (B)(6) 2013. It was reported that the patient had continuous pain and fatigue however; there was no patient injury and the patient recovered without sequela. This device system was used to deliver morphine, bupivacaine, clonidine and compounded baclofen.

Manufacturer narrative:
Analysis of the pump revealed the battery had high resistance. Analysis of the catheter found dark residue occlusion in dispensing holes-event related. It was also reported that the catheter body had damage that occurred to the catheter body and/or guidewire during implant. Although this catheter was implanted 67.2 months the nature and shape of the breaches seen strongly suggest the damaged occurred from guidewire sheering at implant.

Manufacturer narrative:
Product ID, 8832 lot# serial# (B)(4), product type programmer, patient product ID, 8709 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.